Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture thresholds. The lead was capped and replaced on 10 apr 2023. The patient was in stable condition before during and after the procedure.